Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the display issue blocked some of the graphics and text on the screen. The customer's blood glucose was 100 mg/dl. Customer would continue to use the pump for insulin therapy.